Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-18v is available in the USA with a 510k number k951199. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the biopsy inlet piece residue inside the part . Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the biopsy inlet piece. In addition, our technician confirmed that the u/d knob broken, the insertion flexible tube buckled, the segment crushed, and the insertion flexible tube leak; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.